Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 13 mg/dl, cause was unknown. Reportedly customer lost consciousness and fell, resulting in bruises. Customer was transported via ambulance but did not go to emergency room. Customer was treated with intravenous saline in ambulance and consumed carbohydrates to address bg. A system check was performed and it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer continued to use the pump for insulin therapy.